Event description:
A malfunction alarm with the code malf 12 was reported, but no notable events occurred prior to the malfunction, and the customer's blood glucose level did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue arose again.